Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable nh3l ammonia result for 1 patient sample tested on a cobas 6000 c (501) module. The initial nh3l result was 124.3 umol/l. The same patient sample was retested twice with results of 28.2 umol/l and 24.0 umol/l. The erroneous result was not released outside of the laboratory. The nh3l result of 24.0 umol/l was deemed to be correct and was reported. There was no allegation of an adverse event. The nh3l reagent lot information was requested but was not provided. The investigation is currently ongoing.

Manufacturer narrative:
The investigation did not identify a product problem. The cause of the event could not be determined.